Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) 3 weeks post implant. The original procedure was complicated due to poor pupil dilation and visualization. The lens was repositioned and ultimately explanted. The surgeon indicated that in his opinion the likely cause of the event was zonular weakness/damage. This report pertains to the patient's left eye.